Event description:
On 04/14/2022, it was reported by a sales representative via phone that a ar-8926ss tightropes passing suture on the medial side appears to be in the incorrect hole of the button. This was discovered on (B)(6) 2022 during an ankle fracture when the suture appeared to be in the incorrect hole of the button and the device was then declared unusable. A tightrope xp was used to complete the case and there was no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per wi-000100100.